Manufacturer narrative:
It was reported to abbott, a patient had their ipg replaced. The prodigy ipg was explanted and replaced with an eterna ipg due to the smaller size. There were no complications. Therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, the cause of the reported issue was determined not to be product related.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced pain at the ipg site. Surgical intervention was undertaken on (B)(6) 2023, where the ipg was explanted and replaced with a smaller ipg.